Event description:
It was reported that a file separated in the canal during a procedure. The canal was filled with the separated piece in place.

Manufacturer narrative:
Subsequent to submission of the initial report, a review of DHR and incoming inspection records was conducted; no abnormalities were noted and no non-conformities or deviations were identified.